Event description:
It was reported that a ventilator generated lines thru the upper display during patient use. The patient was removed from the device and placed on an alternate ventilator without harm. There is no death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). A covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. The tse recommended swapping the liquid crystal display (lcd) panels. The customer reported that he switched inverter boards and screens. The customer then ran the unit for over 24 hours and could not duplicate the malfunction. The unit passed extended self test (est) and is back in service.